Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm epic plus supra valve was implanted. On (B)(6) 2024, during routine examination of the valve, leaflet tear was observed; the patient also had associated shortness of breath. The cause of the tear was suspected as either "implanted valve or some infections." The infection was further described as "ar induced infection." The epic valve was explanted and a non-abbott onx mechanical valve was implanted. No patient consequences were reported.

Manufacturer narrative:
Explant due to shortness of breath and leaflet tear was reported. The investigation found all 3 cusps were mobile when manually manipulated. The inflow and outflow surfaces were unremarkable. No tear was identified in any of the cusps. The sewing cuff was intact. There was essentially no pannus formation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported event could not be determined. There is no indication of a product quality issue with regards to manufacture design or labeling.